Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. The first proglide is being filed under a separate MFR number.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the suture, posterior cuff, and posterior needle tip were not returned with the device; therefore, the scope of this investigation was limited. Inspection of the returned device revealed a needle strike mark at the posterior foot. This is indicative of the posterior needle striking the posterior foot instead of engaging with the posterior cuff inside the posterior foot pocket during needle deployment as designed. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was retracted from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the link detaching from the posterior cuff. During return device testing, the plunger was reinserted to test the needle trajectory and push mandrel travel length and the results were acceptable. The needle trajectory of every device is checked twice during manufacturing. Based on the successful test of the devices needle trajectory in the return device manufacturing and testing, the probable root cause for the posterior needle striking the foot instead of engaging with the posterior cuff, resulting in the posterior cuff miss and subsequent link detachment, is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issues were detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the femoral artery after an unspecified procedure. Reportedly, the sutures broke while deploying the device. The same experience occurred with the second proglide device. Hemostasis was achieved using a third proglide device. There was no reported adverse patient sequela. Though requested, additional information was not provided.